Event description:
It was reported that the customer was in the emergency room due to possible diabetes ketoacidosis and high blood glucose of 542mg/dl and his blood glucose was treated with an insulin drip. The caller stated that the customer was vomiting and weak at the time of his admission. It was stated that the insulin pump alarmed no delivery, and the infusion set was changed, but the alarm continued after bolusing. The caller mentioned that the customer has poor site rotation and bad hypertrophy. The caller stated that the download show that the device did not show settings and the time was off by twelve hours. Ran a prime test and the insulin pump alarmed no delivery. Instructed the caller to clean the lead screw and to change the reservoir. Then the caller performed the prime test and passed without alarming. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.